Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope and that there were no suspected patient infections due to the facility findings. Air/water was aspirated through the instrument/suction channel. The device passed the leak test. The detergent used was aniosyme x3. The instrument/suction channel, suction cylinder, instrument channel port, and balloon channel were brushed. The automated endoscope reprocessor (aer) used was wassenburg with wassenburg endohigh detergent and wassenburg endohigh disinfectant. The device was dried by wiping with a clean tower/paper blown by filtered compressed air, and stored in plasma typhoon. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive on (B)(6), 2023, for 55 cfus of pseudomonas aeruginosa. The device was retested on (B)(6), 2023. The second test result was positive for 3 cfus of bacillus species and pseudomonas aeruginosa. The device was tested again on (B)(6), 2023. The third test result was positive for 17 cfus of coagulase-negative staphylococci, corynebacterium species, and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels. Colony forming unit (cfu): (B)(4). Bacterial identification: (B)(4). The device was evaluated and no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation: the distal end cover was chipped, the bending section cover glue was discolored, the air/water cylinder was scratched. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.